Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when the reported event occurred and if the event occurred intraoperatively or postoperatively. This event will be reported conservatively as a postoperative malfunction which resulted in a serious injury. This report is for an unknown quantity of unknown thoracic plates. Part and lot numbers were not available for reporting. The subject device(s) is/are not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that ¿a few¿ (unknown quantity) of unknown plates used as indicated for the correction of pectus deformity in the thorax, broke. The surgeon reported that the young male patient that had the plate breakages went back to full, normal activity because he felt good after the surgery. This involves heavy labor, strenuous activity and exercise. It was not specifically reported that the plates broke post-operatively. Please also see related complaint (B)(4). This report is for an unknown quantity of unknown thoracic plates. This report is 1 of 1 for (B)(4).